Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported an incident in which the aviva system gave blood glucose result of 6.4 mmol/l at a time when the customer had symptoms of hypoglycemia, required treatment by layperson and hospitalization. A request was made for the return of the meter and strips.